Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for her low blood glucose level. The customer stated that insulin forms a pocket in her body that causes her to have low blood glucose levels. She had abdominal surgery and scar tissue covers most of her stomach. Her blood glucose level was 455 mg/dl. The product was not returned. Nothing further to report.